Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and eleven months following the implant of this transcatheter pulmonary bioprosthetic valve, congestive heart failure (chf) was reported. The valve was explanted forty-two days later. No additional adverse patient effects were reported.